Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/01/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 738mg/dl with no reported signs or symptoms of hyperglycemia associated with a prime issue. The patient was reportedly hospitalized and treated with insulin via the pump. Troubleshooting indicated that the patient was not priming the tubing with enough insulin, resulting in bg rising. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use. The available black box showed no valid loss of prime events. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. The force sensor was within specifications. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range and delivering accurately. The complaint was unable to be duplicated due to the information from the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.